Manufacturer narrative:
MFR date: corrected data. Manufacturer¿s investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii ventricular assist system (lvas), serial number (B)(4), could not be conclusively established. Requests for additional information regarding this event, including requests for the return of (B)(4), were issued to the customer; however, the vad coordinator indicated on 18jul2019 that the team did not have any further additional information and the device has not been received to this date. The investigation file will be closed accordingly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 1 month. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired and the medical center was unable to determine the cause of death. The equipment will be returned for evaluation but has not yet been received. No additional information was reported.